Manufacturer narrative:
(B)(4). Approximate age of device: 3.5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient was admitted to the hospital with a hemoglobin level of 7.1 g/dl due to suspected gastrointestinal (gi) bleeding. The patient reported having dark stools over the weekend. The patient was given a total of 4 units of packed red blood cells for treatment. The patient was discharged home on (B)(6) 2016 with no changes made to the patient's anticoagulation regimen. No additional information was provided.

Manufacturer narrative:
The pump remained in use supporting the patient with no further events reported until the patient underwent a routine heart transplant on (B)(6) 2016. The pump was not returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.